Event description:
It was reported via repair work order that the brakes would not engage due to broken/damaged brake pin tube guides.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.